Event description:
A hospital in the (B)(6) reported that the valve assembly of an rd900 neopuff infant resuscitator was broken out of box. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff fascia and valve system were returned to our service centre in the (B)(4). The returned components were visually inspected by a trained fisher & paykel healthcare (fph) service engineer. Our investigation is based on the information provided by the regional fph service centre. Results: visual inspection of the photograph of the returned components revealed that the manometer manifold port was broken. Conclusion: the damage observed on the returned components was most likely the result of some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".